Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 5.5, lab: 9.2. Patient was given vit k.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 5.5, lab: 9.2, mean: 7.35, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined both inratio and lab results were > 5.0. The comparison was not considered inaccurate. Per text "patient was given 5 mg of vit k". This is an adverse event case. Products will be tested when returned.